Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "wound healing and exposed implant" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound healing and exposed implant.

Event description:
Healthcare professional reported "wound healing, exposed implant". This record is for the right side. The device was explanted.